Event description:
It was reported that the image was intermittently dark on the 9900 system. Also there were intermittent communication error codes. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ip and ffb boards and the interconnect cable was replaced. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.